Manufacturer narrative:
This report is being filed on an international product, list number 06a52, that has a similar product distributed in the us, list number 06d18. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(6).

Event description:
On april 6, 2016 abbott laboratories baltics received a user report sent by the (B)(6) regarding potentially (B)(6) abbott prism anti- hcv assay results. Testing was performed with an archived sample identified as (B)(6) using abbott prism hcv assay reagent lot 39388li00. The following was provided: testing date on the rochecobas platform: (B)(6) 2017 with a (B)(6) result of (B)(6). Abbott prism anti-hcv assay testing and nat testing initially performed on (B)(6) 2014 with (B)(6) results for both platforms. Confirmatory testing on this sample took place of (B)(6) 2017 and generated (B)(6) results for (B)(6) and by immunoblot. The customer did not provide any information on whether blood products were distributed or not from this donation. The data presented is associated with the testing of archived samples post de-installation of the abbott prism analyzer. Samples that originally tested (B)(6) by the abbott prism system were stored. The samples have subsequently been pulled and tested by (B)(6) using the roche methodology and by lic using various alternate assay methods, including architect. This testing is being performed as part of a study by (B)(6) due to performance differences they are experiencing between the roche (current method) and abbott prism (past method) systems. None of the results, whether by (B)(6) roche testing or lic architect testing, are being used for donor management.

Manufacturer narrative:
Tracking and trending reports were reviewed for prism (B)(6) reagent lot 39388li00 and no adverse or non-statistical trends were noted. Ticket searches determined that there is an elevated complaint activity for this reagent lot, however, four of the five complaints are from the same customer. There were no non-conformances or deviations associated with this reagent lot. Analytical sensitivity testing for this reagent lot was performed in september 2014 (this lot expired on 15 december 2014, so no current testing could be performed). Testing at that time met all specifications with all results in expected ranges and no false non- reactive results generated. Clinical specificity was also tested at that time with two commercially available seroconversion panels. All specifications were met. The abbott prism (B)(6) assay package insert contains information to address the current customer issue. The service history for the abbott prism analyzer, serial number (B)(4) used at the customer site, was reviewed and did not contain any service-related issues that could have contributed to the complaint issue. Additionally, a review of twelve months of complaints for the abbott prism instrument did not identify increased complaint activity. No additional complaints were identified for the abbott prism instrument for this complaint issue. Finally, a review of the abbott prism operations manual determined adequate instruction is provided with respect to this event. Based on this investigation, the abbott prism instrument is performing acceptably. Based on the information within the complaint record, a malfunction was identified as the device failed to meet performance specifications or otherwise perform as intended at the customer site. The affected samples were nonreactive with prism (B)(6) and nat testing, but roche (B)(6) was reactive and also an immunoblot was (B)(6) for the samples. However, no systemic issue or product deficiency was identified.